Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing which caused inappropriate automatic mode switch. Programming changes were made. The patient had no adverse consequences due to the event.